Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. On a separate ECG with magnet appli- cation, one spike was seen but it did not capture.